Event description:
A consumer reported that, following intraocular lens implant procedure, the patient had experienced concentric circles around headlights, halos, glare, ghosting of near vision. She was unable to use the computer and work without readers. She was even afraid to drive at night in unfamiliar settings. Additional information was requested. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
A sample device was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).